Event description:
Per the clinic, the patient developed an infection at the abutment site. Subsequently on (B)(6) 2015, the patient underwent revision surgery of the infected tissue and the abutment was removed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.